Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. See attachments.

Manufacturer narrative:
(B)(4). Date sent 7/8/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there is a patient with history of type 2 diabetes, hypertension, gout and several previous surgeries underwent laparotomy, lysis of adhesions, mesh excision, and small bowel resection x2 due to an incarcerated ventral hernia and small bowel obstruction that was unable to be successfully treated conservatively. The surgeon encountered dense adhesions requiring multiple hours of tedious dissection to release the small bowel from the anterior wall. Assessment revealed two segments with enterotomy and seromuscular tears. Both segments were resected ¿leaving an intervening segment of about 50 ¿ 60 cm.¿ a functional end to end anastomosis was created ¿in both locations with a stapler and a transverse staple line to close the enterotomy using the green cartridge.¿ no difficulties are noted with the stapler and a ¿rolled up piece of mesh¿ was removed from the subcutaneous tissue and a drain placed. Postop day one the patient developed tachycardia and was hypotensive and underwent a further small bowel resection to create a new anastomosis. Operative note indicates the more proximal anastomosis was unremarkable and the slightly more distal anastomosis ¿appeared to have a small opening at the junction of the staple lines.¿ the surgeon elected to remove both anastomoses and recreate a primary anastomosis using thicker reloads. She was discharged 30 days later. This event caused or contributed to the need for additional medical or surgical intervention. There were patient consequences: post op leak, re-operation.